Event description:
Report received of baclofen overdose-pt hospitalized. Unable to confirm details of the event with hcp. Report indicates an error was made with use of the device system. Device system underwent troubleshooting and was found to be functioning correctly. Additional training provided to operators. Pt's event has resolved. A supplemental report will be filed if additional info is received.